Event description:
It was reported that patient underwent gastric resection on an unknown date and suture was used. The nurse found suture broken in the package when removing it from the package. No passes through tissue were made. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The suture was broken into 2 pieces.